Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and questioned reasons for the right ventricular (rv) lead output to be increased. Ts referred the patient to their clinic as there are many reasons for reprogramming outputs. The field representative contacted the clinic and found that at the one week post implant check the rv lead threshold measurements had increased and reprogramming was done to secure adequate caputure. At the six week check the rv lead had no capture. Therefore the device was reprogramed to pace and sense in the atrium only as it was implanted for sinus node dysfunction and the patient demonstrated intact conduction. A chest x-ray was inconclusive, however the physician believed that the rv lead had micro dislodged. The clinic stated that the patient's wife did report the patient experiencing one episode of lightheadedness for approximately five minutes, which was attributed to this issue. The patient was referred to an electrophysiologist. At this time the lead remains in service.

Event description:
Additional information was received that there was oversensing of noise on the right ventricular (rv) channel leading to inappropriately stored ventricular tachycardia (vt) events. Boston scientific technical services (ts) was consulted and discussed further programming options since the clinic wanted to store the patient's atrial fibrillation (af), however it would not be stored with the device programmed to permanently pace and sense in the atrium only. At this time the lead remains in service and no adverse patient effects were reported. The patient is not pacemaker dependent.